Event description:
The device was applied to a pt in cardiac arrest to provide CPR. After about 30 mins of use, it was reported that a problem developed with the unit and ventilation time duration decreased to about 1 sec. The unit was removed from the pt and manual CPR continued. Customer reported that the problem did not contribute to a death or injury. It is unclear whether the pt survived the cardiac arrest.